Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the newly changed front part (dark blue) of the transfer set locked with the ultra bag when disconnecting, causing the inner parts to be pulled out together. There was no patient injury and no medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual and magnification inspection noted the tubing located under the twist sleeve was twisted and stuck together. Functional testing performed included leak testing, clear passage test, and clamp function test showed no flow due to tubing stuck together. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.